Event description:
It was reported that a customer¿s freestyle libre 3 plus sensor scan did not pair with the ilet pump, and after rescanning the sensor the device displayed ¿activation successful¿ and the warm-up period began, resolving the pairing issue. Symptoms included no reported adverse clinical effects. Outcomes included no patient injury and restoration of expected system operation after rescanning. Investigation included technical support troubleshooting and user education. Investigation of this case revealed successful sensor activation and initiation of warm-up following repeat scan, consistent with a transient pairing failure. It was concluded that the event resolved with standard troubleshooting and did not result in clinical harm.